Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: france.

Event description:
It was reported that during use of the pca pump with an anemia patient, the attached cassette exhibited a gas embolism. The cassette was isolated and air was observed in the circuit. No adverse patient effects were reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be incorrect priming (user error), however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. D3, g1, and g2 email is (B)(6).